Event description:
A site representative reported that, while in a procedure the surgeon was unable to register the patient using the polestar because the camera would not consistently track the magnet. Site was unable to have the heads-up display (hud) in while using a microscope. The surgeon opted to discontinue the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as 12/09/2013. A medtronic representative, following-up at the site, reported trouble-shooting further with the surgeon. Per the surgeon they had registered the patient, set accuracy check-points and then moved the frame. When re-attaching the polestar reference frame (prf), they found the check-points to be inaccurate and tried to use the realign button with no results. Initially the surgeon stated the probe was green during registration and the prf was flickering. The surgeon later stated they were both flickering and observed that the camera had a diminished field of view (fov) and was approximately 3 ft. From the probe and frame. The medtronic representative checked-out all frames and probes. The heads-up display (hud) issue was resolved by re-configuring the display settings in microcal which had been reset. Camera displayed diminishing fov after approximately 1 hour. RMA issued. Replacement camera shipped to site 01/27/2012. Medtronic investigation of returned suspect device findings are that tracking was found to be reduced at the back of the volume after warm-up during a functional test. The psu passed the aak test at .07mm with high line separation of 2.20mm. The test software adjusted the line separation to .11mm. The psu passed subsequent functional and aak tests and is now fully functional. Electrical failure, line separation, directly caused the event.